Manufacturer narrative:
H10: a field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the central processing unit (cpu) board and two speakers, performed electrical test and compliant alarms test, and confirmed that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that a 1104 "backup alarm failed" alarm occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer reported to the remote service engineer (rse) that several service actions were performed to change the motor controller (mc) board and power management (pm) board. The customer is now requesting to replace the central processing unit (cpu) board as part of the march 2021 failure warranty. The rse provided the customer with the part identification (ID) of the cpu board for repair.

Manufacturer narrative:
H10: multiple attempts have been made on (B)(6)2023, (B)(6) 2023 and (B)(6) 2023 to try to obtain further information about device use and patient involvement, but no response was received. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed speakers were returned to the product investigation lab (pil). No visual issues were noted. The pil technician verified by a temporary install of the suspect speaker into the standard test bed (stb) that no alarms or error codes were generated. In addition, the pil technician verified that the speakers did not emit distinct audible alarms during induced alarm conditions, and the speakers passed all resistance testing of the voice coil and associated wires of the speakers. The suspect speakers operated as designed. No problems/faults were found.

Manufacturer narrative:
The removed central processing unit (cpu) board was returned to the philips product investigation lab (pil). The pil technician confirmed that the ls1 on the cpu board was faulty. There was no tone via the use of the 10vdc power supply. During visual observation, the pil technician verified that there was no date code on the ls1 of the cpu board. Through the use of a regulated power supply, 10 vdc was applied directly to the pins of ls1 while adhering to circuit polarity. The pil technician also verified that ls1 failed to sound; ls1 failed due to cold solder joint(s). This is the same failure mode that has been previously documented, and no further testing will be required.